Event description:
It was reported that a small volume folfusor underinfused. The customer stated that at the end of the expected infusion time, about 50% of the solution remained in the device. This occurred after infusion of fluorouracil and 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between may 14, 2013 - may 15, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.